Event description:
Hi, I am submitting a complaint for the tenex tx product. I required revision surgery to remove the ~2" tip of the device that had fractured off into my knee. Surgery date: (B)(6) 2026. Surgery location: (B)(6). Surgeon: dr. (B)(6). Revision surgery date: (B)(6) 2026.